Event description:
It was reported that post index procedure, the pt died. The index procedure tested a de novo, bifurcated lesion in the proximal circumflex (cx), with the bifurcation just proximal to the obtuse marginal. The lesion was 2.75mm wide, 10mm long and 90% stenosed. There was mild calcification. The physician predilated the lesion prior to placing a 2.75 x 16mm taxus express2 stent. Residual stenosis was 0%. The pt received aspirin and plavix during the procedure. The pt was discharged 4 days later on aspirin and plavix. On day 611, the pt died due to multi organ failure. There was no autopsy. In the opinion of the physician, there was no relationship between the death and the target vessel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.